Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The customer returned two pictures of the lidstock. No pictures of the damaged components were returned. The returned pictures did not provide any additional information. The device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire and catheter resistance that resulted in an unraveled guide wire could not be determined based upon the information provided and without a sample. No further actions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a fellow was placing the dialysis catheter at the patient's bedside. When he attempted to remove the guide wire from the catheter he was unable to pull the wire out. After a couple of unsuccessful attempts, he removed both the wire and catheter. At which time, the nurse reported the lower end of the wire was completely frayed. The guide wire was thrown away and a new kit was used to complete the procedure successfully. There was no patient death or complications reported.